Event description:
Additional information was received stating that the surgery was performed using another stent, and the procedure was successfully c ompleted. The cause of the pipeline failure to open was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex braid was returned for analysis within shipping box; and within a plastic bio-pouch. The pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. No other anomalies were observed. Testing/analysis: n/a. Conclusion based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at middle section as the middle section of the braid was found to be fully opened and no damage. However, the root cause could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The pipeline was positioned in a bend. It was noted the patient's vessel tortuosity was severe. It is likely that the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex embolization device stent that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of a right vertebral artery aneurysm. The aneurysm max diameter was 6mm and the aneurysm neck diameter was 5mm. The distal landing zone was 3.5mm; the proximal landing zone was 4.5mm. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). During dep loyment, the pipeline stent distal end could not be opened. The pipeline was replaced. Patient outcome was noted as "alive - no injury."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.